Manufacturer narrative:
A specific root cause was not identified. Discrepant low results for the ca 15-3 ii assay are typically caused by sample pipetting issues. The fsr checked the instrument and did not identify any issues. No issues were identified during a review of the customer's pre-analytics. The fsr suspects an issue with the sample. The customer has not complained of any additional issues.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for multiple patients tested for elecsys ca 15-3 ii assay (ca 15-3 ii) and elecsys ca 19-9 immunoassay (ca 19-9) on a cobas 6000 e 601 module. The customer provided results for 2 patients. Of the data provided, the results for 1 patient tested for ca 15-3 ii were erroneous and not detectable to the user. The initial ca 15-3 ii result was 300.0 u/ml with a data flag. The initial result was held due to rules in the customer¿s middle-ware system. The sample was repeated neat and the result was much lower at 24.51 u/ml. The result of 24.51 u/ml was reported outside of the laboratory where it was questioned by the physician. The sample was repeated twice using a 1:10 manual dilution and the results were 2180 u/ml and 1558 u/ml. There was no allegation that an adverse event occurred. The ca15-3 ii reagent lot number was 209900. The expiration date was not provided. The field service representative (fsr) visited the customer site and instrument performance testing was completed.